Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate therapy due to t-wave oversensing in secondary vector. In addition, some myopotentials were visible in the episode. The s-ICD was manually reprogrammed to primary configuration, which had better r-t ratio and myopotentials were smaller under prayer maneuver. The smart charge was also extended. The s-ICD system remains in service. No additional adverse patient effects were reported.